Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the distal portion of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead warning for a high number of short interval counts (sic) and on-sustained ventricular tachycardia (vt) that appeared to be noise. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.